Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-02708. It was reported the patient experienced pocket heating while charging her scs ipg. The patient stated her ipg became warm while charging, but it was not hot enough to cause any injury. A replacement charging system was sent to the patient to address the issue. Follow-up identified the patient received the new charger and she is reportedly no longer experiencing any pocket heating.